Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with dianeal therapy for chronic renal failure. Action taken with the dianeal therapy was not reported. The cause of the peritonitis and treatment rendered were not reported. It was not reported if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Additional information: the cause of peritonitis was clarified to be from the patient's cat damaging a pd solution bag during pd therapy. The patient was treated for peritonitis with an unspecified antibiotic. The patient recovered from peritonitis. Pd therapy was ongoing.